Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the screen went blank and changed battery and the screen started a count down. The customer states were able to get pass the screen and blouse for high blood glucose levels. Customer states pump is not working properly. The call was dropped tried calling back but got voicemail. The pump will not return for analysis.